Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported slda appears to be related to patient morphology/pathology and likely due to the pre-existing chordal rupture and thickened condition of the leaflets. The reported inability removing the gripper line, resulting in a gripper line break, and complete clip detachment were likely secondary/cascading effects of the slda. In addition, the reported difficulty removing the device appears to be a result of procedural conditions and due to the clip delivery system not being coaxial to the steerable guide catheter (sgc). The reported patient effect of tissue damage appears to be a result of procedural conditions and due to the slda. It should be noted that the reported patient effect of mitral valve injury (tissue damage), is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the resistance during removal of the gripper line (gl), the gl break and the complete clip detachment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Imaging was challenging. The first clip delivery system (cds) was implanted; reducing mr to 3+. The second clip was advanced and the leaflets were grasped without issue. However, during deployment; after retracting the actuator knob the clip detached from the anterior leaflet, and remained attached to the posterior leaflet (single leaflet device attachment/slda). Tissue damage was noted, medial to the first implanted clip. The gl removal was attempted; resistance was felt when removing the gl and the gl broke. The gl was no longer visible exiting from the cds handle. When retracting the cds, resistance was felt with the anatomy, due to the cds not being coaxial to the steerable guide catheter (sgc). The cds was continued to be removed from the sgc without issue and both ends of the gripper line were visible coming out of the sgc. It was noted that the clip was no longer attached to the posterior leaflet and remained attached to the gripper lines. The clip was up against the tip of the sgc. A snare device was used to retrieve the clip, however it got hung up on the groin and a cut-down was performed to retrieve the clip. Only one clip was implanted, mr was reduced to 3+. The patient is stable. Another attempt to perform a mitraclip procedure or mitral valve replacement will be performed, date not specified. No additional information was provided.